Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as on the analysis of the ICD itself. The manufacturing processes for the lead and the ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. As a first step in the analysis of the ICD, the device was interrogated. The interrogation could be properly performed and it revealed the eri battery status. The device was implanted for approximately 75 months. An amount of 29 charging cycles was documented. The inspection of the device memory content did not show any peculiarity regarding the lead. Four episodes were documented, of which the last three correspond to periodic iegms and the first one was induced during implantation. Further analysis of the ICD memory content showed a normal current consumption. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an elevated internal self-depletion and therefore contributed to the clinical observation. In conclusion, the device was implanted for 75 months. The analysis revealed an increased internal self-depletion within the battery that contributed to the clinical observation.

Event description:
It was reported that approx. 75 months after the implantation, during a regular ICD exchange an insulation damage was noted. The lead measurements were still within range. It was decided to replace the lead. The lead was capped and left in patient.